Manufacturer narrative:
H.6. Investigation summary bd received 1 photograph from the customer in support of this complaint. Evaluation of the photo did not indicate any fm. 100 retained samples were visually inspected and no fm was found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was two tubes with abnormal additive form. There was no report of impact to patient or user.